Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to incorrect interpretation of signal. The patient was symptomatic from the shock. Programming changes were made to restore normal parameters, after which the patient was stable.